Manufacturer narrative:
Date of death and date of event approximated since unknown.

Event description:
It was reported that a patient death occurred. It was reported via social media that during a left atrial appendage (laa) closure procedure the physician perforated the patients heart. Surgery was required to treat the patient, but ultimately the patient passed away following these events.